Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an undercorrection and a gas leak. Gas bottle and piece causing the leak were replaced. All treatments since have resulted in normal results. Upon follow up, it was reported that there was too high consummation of gas due to a leaking arf valve. The values have been replaced. Additional information was received. Gas leak was reported to be only internal. During gas change, the laser consumed more gas than normal. Once the change of gas was made, the machine worked perfectly with stable pressure on the top. The leak was only present at the bottle valve. There may have been some improvement in the results after the technician's visit due to the maintenance and other adjustments that were made. There are four related reports for this facility. This report addresses a patient three right eye and another manufacturer reports will be filed.

Manufacturer narrative:
The reported event cannot be linked to the performance of the device as the safety function would catch an energy fluctuation +/-20 percent. The field service engineer confirms gas leak was detected when performing standard maintenance which did not affect patient or third party because it was internal. There is no indication a device malfunction caused or contributed to the undercorrection. The gas leak was confirmed and repaired but can be excluded to be related to the undercorrection. (B)(4).